Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the middle part of the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the device was not able to be completely advanced through the endoscope. No damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the push catheter to be split, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4): push catheter split (broken). The delivery system was returned for evaluation, however, the stent component and suture were not returned. Visual evaluation of the returned device revealed the suture hole of the push catheter to be torn and the distal tip of the push catheter to be split. The outer diameter of the push catheter was measured and found to be within specification. It was noted by the investigation that the working channel size of the endoscope used during the procedure was 3.7mm; however, the recommended size per the directions for use (dfu) is 4.2mm. It is likely that using an endoscope with a smaller working channel size caused difficulty when advancing the device through the scope, and lead to the noted damages. Therefore, the most probable root cause for this complaint is related to user error. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.